Manufacturer narrative:
(B)(4) reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: remove type of investigation code 4114- device not returned. Visual examination of the returned products identified light scratches and wear marks. Strike marks were found on the inserter/impactor strike plate with the impactor pad missing and no returned. The additional information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 405908, comp rvs ratchet handle, lot # 590230. Report source- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, with the impact was broken, which holds the glenosphere to the impactor. In addition, the handle did not block for turning the screw. Attempts have been made and there is no further information at this time.